Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and one linear opening on the radius. Leak test and microscopic analysis were performed which identified one sharp opening on the radius. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on the radius due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.